Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 and force sensor. (B)(6) 2024 08:07:07.000, (B)(6) 2024 08:17:00.000 brokenforcesensorerror (35) due to moisture damage on the force sensor and electronic assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads - cracked and cracked case (battery tube). Critical pump error (open book image) alarm confirmed due to pump error 35 alarm. Pump error 35 alarm confirmed due to moisture damage on the force sensor. Pump exposed to moisture confirmed at the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), pump error 35 (a broken force sensor was detected during seating or regular delivery), and a belt clip/holster anomaly. The customer reported no adverse event. The event involved product(s) mmt-1884l, acc-1601. The troubleshooting was performed and the customer reported a critical pump error other than the open book image error or critical pump error 24. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported damage to the belt clip. No harm requiring medical intervention was reported. The customer will discontinue using the device and was advised to revert to the backup plan as per healthcare professional instructions. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for acc-1601.